Event description:
The customer reported via phone call that she kept receiving calibration errors and had differences between sensor glucose and blood glucose readings on a sensor. Customer stated that this morning, she received a threshold suspend with sensor glucose of 43 mg/dl and a blood glucose of 345 mg/dl. Customer's last blood glucose was 150 mg/dl. Customer does not want to troubleshoot again. Customer wants to have the sensor replaced. Customer stated that it is hard to find the times to calibrate. Customer stated that last night, she had a blood glucose of 28 mg/dl. Customer later had an issue when it went to suspend with a sensor glucose of 43 mg/dl. Customer's blood glucose was actually 345 mg/dl. Customer was advised that the sensor may have done exactly what was needed since it went into threshold suspend and let the blood glucose climb. Customer was educated on calibration and how to treat for high or low blood glucose and meals. Customer stated that she understood.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.